Manufacturer narrative:
The investigation determined that the confirmation testing performed by the customer detected the antigen (virus) itself or a combination of the antigen and antibodies to the (B) (6) virus. The positive results obtained on the alternate methods could be related to the presence of the antigen in the sample. The instructions for use (IFU) for the vitros anti (B) (6) 1 & 2 assay indicate: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to or infection with (B) (6). Levels of (B) (6) antibodies may be undetectable in the early stages of infection." The pattern of positive results obtained for the samples in question is consistent with an early stage (B) (6) infection. The definitive root cause of the false negative vitros anti-(B) (6) 1+2 results could not be determined, however, early stage (B) (6) infection without seroconversion could not be ruled out.

Event description:
The ocd affiliate reported that the customer observed reproducible false negative results for multiple samples from a single pt processed using vitros anti-(B) (6) 1+2 on a vitros eci. The samples were processed on (B) (6) (B) (6) and (B) (6) 2009. The samples produced positive results when tested on alternate methods. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (B) (4).